Event description:
It was reported during in clinic follow up that the atrial lead had perforated the cardiac tissue. The perforation was confirmed via imaging. The lead was explanted and successfully replaced. The patient was stable.